Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch needed to be re-adjusted. Once the door switch was adjusted, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the gantry door is closed, but the pendant still displayed door open. The tube and detector won't automatically go to the true anterior posterior (ap) position with the door close button and will not rotate regularly. The site proceeded with the case using another imaging system. There was a less than 1-hour delay and no impact on patient outcome.